Event description:
A 0.9% sodium chloride 50 ml IV bag from baxter leaking, lot 346197, expiration august 2017. Unable to complete workflow and use this IV bag. This facility has had multiple similar problems with this device. There are holes in the IV bags. The manufacturer has been notified and product has been returned. Problems persist.